Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions catheter was returned for evaluation. Visual inspection found a portion of the distal tip was missing. The returned proximal portion, measured approx. 135.7 cm from the luer to the separated distal end. The expected overall catheter length measurement is 135 - 139 cm. Therefore, the missing distal tip is approx. 0.7 cm - 1 cm (0.28 in - 0.39 in). This measurement is less than the approx. 1 inch that was reported by the customer. Block h6: the probable cause of the reported failure is damage during removal/handling of the device. Strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a therapeutic peripheral procedure in a moderately calcified lesion. During retraction, the distal tip separated inside the patient. Upon removal, approximately 1 inch of the distal tip separated but remained intact to the guidewire. All pieces of the catheter were removed from the patient successfully. No patient injury reported. This product problem is being submitted because the visions catheter distal tip separated. There is a potential for harm if the malfunction were to recur.